Event description:
This lead was intended for pt implant in (B)(6). During the procedure, invalid impedance measurements were observed and the pt was unable to feel stimulation. Additional troubleshooting measurements were undertaken; however, the impedance issue remained. A new lead was used to successfully complete the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.